Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of unexpected restart and external ram crc error after battery replacement. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump alarmed unexpected restart after a battery change due to a faulty component on the interface board. No external ram crc, or other general alarms were noted during testing. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test and all operating current measurements. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.